Event description:
The secondary tubing was being connected to the primary tubing for administration of medications. The first administration through the tubing would infuse without problems. However, if the secondary tubing had to be disconnected from the primary tubing and then reconnected for subsequent administrations the secondary tubing would "unscrew" and start to leak or disconnect completely. This happened repeatedly throughout the hosp.